Event description:
The patient was undergoing neck surgery, a nellcor oxiciq sensor was being used. The anesthesia manager said the sensor was on the arm for 5 to 6 hours. Patient developed a pressure sore.